Event description:
Allegedly per scott, df, et al., j arthroplasty. 2012 nov. 8, "effect of zoledronic acid on reducing femoral bone mineral density loss following total hip arthroplasty: preliminary results of a prospective randomized trial." "At the 24-month time point, a patient in the placebo group required a hip revision due to implant breakage." It was not stated which variation of the c+ shells were used. No details of the revisions were stated. Original surgeries occurred between august 2005 and sept. 2008.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. (B)(4).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4).